Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.75 x 18 mm xience v stent was deployed. During post-dilatation, an edge dissection was observed. A new xience v stent was deployed to treat the dissection. Timi iii flow was maintained and the patient had a good outcome. There was no clinically significant delay in the procedure reported. No additional information was provided.